Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found the catheter body broken. Eval code-result code (B)(4) no longer applies. Eval code-conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8711 lot# n280658012 implanted: (B)(6) 2011 product type catheter product ID 8711 lot# n280658012 implanted: (B)(6) 2011. Product type catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional regarding a patient who was receiving gabalon with an unknown concentration and daily dose via an implantable pump continuous dosing for adrenoleukodystrophy. The following information was previously reported in 3004209178-2017-03906. It was reported that there was a catheter fracture. On (B)(6) 2017, the catheter fracture was found by the x-ray examination of the back. The fracture seemed to have occurred around the middle of last year and the drug dosage seemed to have been suspended due to it but increased spasticity was not observed. It was reported that screening is going to be performed again and the replacement of the pump system will be considered after the effect is confirmed. The patient has been followed up in pediatrics. As the hcp had only dealt with the refill, they could not find the catheter fracture. Increased spasticity was not observed at the refill and the dosage was not being increased for some time past. The physician wonders why increased spasticity was not observed although baclofen dosage was suspended. No patient symptoms were reported. The adverse event was reported as a classification of severity of 6 (serious) and was noted as the event was unrecovered. The causality was reported related to the catheter and not related to the investigational drug, pump, programmer, or surgical intervention. It was further reported that the catheter was fractured at the intrathecal space side of the v-wing anchor. As the part of the fractured catheter remained in the intrathecal space could not be extracted, the part from the v-wing anchor to the abdomen was cut and retrieved for analysis. Current dosage was reported as 2000 mcg/ml with a daily dose of 430 mcg/day. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that the event was recovered with a date of outcome of (B)(6)2017. It was reported that a pump operability test was completed on (B)(6)2017. It was noted that the drug volume at the previous refill was 18.0 ml. The actual residual drug volume was 8.0ml and the residual drug volume on the programmer was 8.8 ml. A catheter x-ray study was performed on (B)(6)2017 and a catheter fracture at the lumbar part was found. On (B)(6)2017, the drug dosage was 430 ¿ 3 mcg/day before the replacement procedure, but the dosage started from 100 mcg/day because it considered that baclofen was not administered, and time has passed. It was further reported that retrospective examination of the x-ray taken in pediatric department for gastrostomy replacement shows that no catheter fracture was seen on (B)(6) 2015, but on (B)(6) 2016 it was admitted to fracture. Tension became strong from around (B)(6) but it was considered that progress of the original disease. It was previously re ported that the event date for the catheter fracture as (B)(6)2017 but additional information provided noted that on (B)(6)2016 that it was admitted to fracture. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n280658012, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: 8711, lot# n280658012, implanted: (B)(6) 2011,explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received. It was reported that catheter was ruptured at the spinal cord luminal part of the v-wing anchor. It was further noted that there was a catheter tear. A catheter replacement was performed on march 17. Treatment began after the pump was implanted; the patient is undergoing treatment with the current drug concentration at 2000 mg/ml and the daily dosage at 430 mg/day. No further complications were reported and/or anticipated.